Event description:
A customer contacted baxter's technical service center regarding a high drain 106 alarm that appeared on the homechoice (hc) display after use. Per initial report, the technical service representative (tsr) arranged a swap of the instrument due to this issue. No patient injury or medical intervention was indicated at the time of the initial report. During a follow-up with the home patient (hp) regarding the alarm, it was found that the issue was resolved. Per hp, she did not have any symptoms. The hp added that she had discussed the alarm with her nurse. A cause was unknown. However, the hp's therapy was changed to tidal. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event (high drain volume 106), but was not duplicate during pal evaluation. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The cause of the iipv (high drain) was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. The device met specification for the reported issue.

Manufacturer narrative:
(B)(4). This issue is being investigated through a CAPA.